Manufacturer narrative:
Exemption number e2016018 (B)(4). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history files were read out and analyzed. During the analysis of the history no abnormalities could be detected. The sample was subjected to a visual and functional examination. A long term test was performed. During a long term system test it didn't come to interruptions of the delivery mode by air bubble alarm events. The infusomat space was working during the complete long term system test without any problems. The complaint could be not confirmed. Summarized the infusomat space was working within our specification.

Manufacturer narrative:
Exemption number e2016018. (B)(4). The device was sent it for investigation to bbm laboratory in (B)(4).

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): air getting through pump - no alarm. Braun infusomat pump not alarming for air when infusing noradrenaline infusion. Issue with swing in blood pressure from high to low. Pump removed from patient and new infusomat used. No problem after change. Patient stable since pump replacement.